Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caregiver reported on behalf of a customer who received a sensor reading 'hi' (readings greater than 500 mg/dl) as compared to a hcp meter reading of 33 mg/dl and the readings were taken within 10 minutes. The results of the reading comparison, when plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The customer experienced symptoms described as "shaking, headaches, red eyes," and was incapable of self-treating. The customer had contact with a healthcare provider who diagnosed the customer with hypoglycemia and administered a glucose injection as treatment. There was no report of death or permanent injury associated with this event.